Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unknown. According to the reporter: during the procedure it was observed that the foam seal on main umbilical port was not present outside the pt umbilical incision. Upon camera magnification, it was noticed that the foam seal had come away and was pushed into the superficial layer of the umbilical incision. Consultant informed during procedure and foam seal retrieved from pt. No pt injury was reported.